Event description:
A report was received that a pt was scheduled to undergo a lead revision procedure due to lead migration. However, prior to the procedure, the physician discovered that the pt's incision had not healed properly and the pt had an infection at the pocket site. The pt was explanted and is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records for the explanted devices found them to be satisfactory. This is the final report.